Event description:
Hosp advised that two channels were in operation, infusing dopamine and levophed. The pump alarmed "low battery" and stopped infusing. The pt lost blood pressure and a code was called. The pt was successfully resuscitated, but arrested within one hr of the incident.